Event description:
It was reported to philips that the device's x-ray computer was failing to boot, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for the planned treatment when the issue occurred, and the procedure got delayed and completed by using alternate system. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to do the exposure. The fse found that customer ordered and received the suite pc. Fse reloaded the software, performed calibration with new license files. Functional tests were conducted to ensure the complete system operations. After reloading new software and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.